Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to moisture that invaded the device may have caused conduction failure at the circuit board in the scope connector, or the like. This may have caused the suggested event. A) stress was applied to open the venting connector accidentally while device was being under water. B) foreign material such as fragments of cleaning tool got stuck in the valve of the venting connector, which made the venting connector unclosed. C) moisture invaded the leak test air tube because the tube was broken/connected insufficiently or packing of reprocessor/the tube was broken during use of reprocessor. The invaded moisture entered the scope connector during leakage test. D) the device with sterilization cap attached was immersed in fluid for reprocessing. E) connector cap of leakage tester was attached to the wet venting connector. F) leakage tester was attached/detached while the device was being under water. The event can be prevented by following the instructions for use (IFU) which state: 1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. Upon opening the scope connector, fluid invasion was observed at the connector. The scope was processed through aeration for two hours. After the aeration process was completed, corrosion was observed on the control body, scope connector and on the electrical connector. Upon further inspection, it was observed that the bending section had a dent that prevented the passage of the ring gauge. Lastly, a cut was observed on the charge-coupled device shrink tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus when the evis exera iii bronchovideoscope was plugged in the scope displayed the message, communication error (b30) and to contact olympus. There were no reports of patient harm associated with this event.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device issue was found during preparation of use for an unknown diagnostic procedure. The procedure was completed with a similar device (bf-q190 scope) with no delays. The initial reporter of this event to the facility supervisor was titled as a respiratory therapist. The investigation is ongoing. A final report will be submitted upon completion of the investigation.